Event description:
It was reported that the atrial lead helix would not retract. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).